Event description:
On (B)(6), 2012 the reporter, the patient's mother, contacted animas to report that since (B)(6), 2012 the patient had tested positive for large ketones in the mornings. The patient experienced the symptoms of nausea and vomiting. On (B)(6), 2012 at 2:00 am the patient's blood glucose level was 276 mg/dl; later that morning his level was 298 mg/dl. The patient took corrective bolus doses of insulin via the pump; he did not seek any medical attention. Troubleshooting revealed no issues with the infusion set or infusion site, the insulin was handled properly, all pump settings, programming, basal setting and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed pump information from the date of the complaint had been overwritten due to continued patient use. The pump was exercised for 29 hours without any deficiency in performance. Product analysis was unable to confirm or duplicate the complaint during investigation.